Manufacturer narrative:
The soft cannula was observed to be torn and measured to be shortened. No leaks were found within the fluid path however, due to the shortened cannula fluid would not be able to flow through the entire fluid path. It could not be determined when or how this damage occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 18 mmol/l (324 mg/dl). The pod was reportedly leaking while worn on the patient's back for between 36 and 48 hours. As treatment, a correction was delivered.